Event description:
In following up with the hospital, it was revealed that they meant to report that the unit was "sparking" more specifically, a crackling noise was heard by the patient, and sparking was observed when looking at the epsu which was placed on the floor. As a result of the sparking, the epsu overheated. There was no fire observed; the hospital staff observed that the floor had a brown mark on it where the epsu had been. The epsu was unplugged and it was confirmed by the hospital staff that the renasys go npwt pump itself continued to work on battery properly. Therapy and treatment of the patient with the renasys go npwt pump continued throughout the night while the pump was operating on battery.

Event description:
The company representative was informed by the hospital that a renasys console took fire and damaged the wall and floor while in use in a room with a patient. Patient was awake and did not suffer any injury due to the incident.